Event description:
It was reported that during an open umbilical hernia repair, the mesh was placed in the abdomen and one side was fixated, but it would not lay flat when attempting to fixate on opposite side of flaps. The surgeon cut the sutures on one side and removed the mesh. Upon removal, the surgeon noted that the mesh felt like the blue ring was somehow interfering with the mesh folding and just didn¿t feel right, necessitating its replacement with a new one of the same size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.